Event description:
The patient reported the needle button popped up when patient bends over. The patient did not hit the needle release button. The first time this occurred was (B)(6) 2021 with a total of 3 devices but the patient was unable to recall other specific dates. The patient discarded all devices.